Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) pump due to an infection located in the abdomen. The infection was observed 8 weeks after his initial implant. The physician disconnected and removed the aus pump and performed a washout. A new pump was not implanted as the physician plans to do so in the future once the patient has healed. No further patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). Updated b5 describe event or problem, unique identifier (UDI) d4, implant date d6a, concomitant product/therapy c2/d10, initial reporter tab, patient codes h6, and impact codes h6.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) pump due to erosion and an infection located in the abdomen. The infection was observed 8 weeks after his initial implant. The patient also presented recuring incontinence. The physician disconnected and removed the aus pump and performed a washout. The aus was explanted, resized and placed a new cuff, and placed a new balloon and pump. There is no additional information reported.